Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted with resetting the pump, which resolved the issue without further recurrence. The customer was advised to continue using the pump and to call back if any malfunction code recurred, a directive which the caller understood and acknowledged.